Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: "tap close. Change the cartridge, tubing, and infusion site to ensure proper delivery of insulin. Resume insulin after changing the cartridge, tubing, and infusion site."

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 337 mg/dl. Reportedly, the alarms were cleared and insulin delivery was resumed.